Event description:
It was reported that the patient passed away in their sleep on (B)(6) 2025, while wearing a pod. The patient had a history of unspecified heart issues. No cause of death was reported. No further information was provided.

Manufacturer narrative:
The device was not returned for investigation and according to the complaint it will not be returned. Cloud data from the user for the controller serial number (B)(6) was found to be available for the period of (B)(6) 2025- (B)(6) 2025. The cloud data showed that the controller was setup at 09:25 on (B)(6) 2025 and the first pod was activated at 09:37 on (B)(6) 2025. Review of the patient history buffer (phb) data found that the system was only used in automated mode during this period. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The phb data showed that the pod lost connection with the sensor at 03:36 on (B)(6) 2025 and an unrecoverable sensor disconnect occurred at 03:41, continuing until the controller lost connection with the pod after 11:11 on (B)(6) 2025. The last valid estimated glucose value received by the pod from the sensor was a value of 123 mg/dl received at 03:31 on (B)(6) 2025. The cloud data showed that three boluses were delivered on (B)(6) 2025 and no boluses were delivered on (B)(6) 2025. While the pod was not receiving sensor values, the system responded appropriately, transitioning the system to automated mode: limited after four consecutive cycles of missing values and generating missing sensor values alerts after 1 hour of consecutive missing values. No evidence of issues with the system was observed in the available cloud data. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone unavailable, cloud - omnipod 5 software app version 2.1.0, cloud - operating system 26.1, cloud - hardware iphone17., cloud - cgm sensor type unavailable. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.